Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient was scheduled for preventative placement an inferior vena cava filter. The right groin was prepped and draped in normal sterile fashion. Venacavogram was performed and the filter was deployed within the infrarenal inferior vena cava. Completion venacavogram verified filter position. Hemostasis was achieved by manual pressure and the patient was transferred in stable condition. Approximately four years post filter deployment, CT scan of abdomen, pelvis and lower extremities demonstrated a tilted filter with multiple filter limbs extending beyond the caval wall. Two filter limbs were identified within the aorta and two filter limbs were abutting the outer aortic wall. That same day, the patient was scheduled for a filter retrieval procedure as the filter was no longer needed and was unable to be retrieved at an outside hospital. Cross-sectional imaging showed the filter to be detached. The right internal jugular vein was accessed and the filter was removed successfully with the use of endobronchial forceps. An attempt was made to snare the detached filter limb, but was unsuccessful. The embedded filter limb was then removed with the use of the forceps. The filter was inspected and found to be removed in its entirety. Hemostasis was gained with manual compression. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. It was reported approximately four years post filter deployment for preventative purposes, diagnostic imaging demonstrated a tilted filter with multiple limbs extending beyond the caval wall with two limbs perforating the aorta, and a detached filter limb. Prior unsuccessful filter removal attempt was performed at an outside hospital; therefore, the patient was scheduled for a second filter retrieval procedure. The right internal jugular vein was accessed and the filter and detached filter limb were removed successfully with the use of forceps. Hemostasis was achieved with manual compression. No additional information was provided in the medical records received.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient was scheduled for preventative placement an inferior vena cava filter. The right groin was prepped and draped in normal sterile fashion. Venacavogram was performed and the filter was deployed within the infrarenal inferior vena cava. Completion venacavogram verified filter position. Hemostasis was achieved by manual pressure and the patient was transferred in stable condition. Approximately four years post filter deployment, CT scan of abdomen, pelvis and lower extremities demonstrated a tilted filter with multiple filter limbs extending beyond the caval wall. Two filter limbs were identified within the aorta and two filter limbs were abutting the outer aortic wall. That same day, the patient was scheduled for a filter retrieval procedure as the filter was no longer needed and was unable to be retrieved at an outside hospital. Cross-sectional imaging showed the filter to be detached. The right internal jugular vein was accessed and the filter was removed successfully with the use of endobronchial forceps. An attempt was made to snare the detached filter limb, but was unsuccessful. The embedded filter limb was then removed with the use of the forceps. The filter was inspected and found to be removed in its entirety. Hemostasis was gained with manual compression. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided. The filter was successfully deployed. Four years post filter deployment, CT imaging identified the filter to be tilted with filter limbs extending beyond the caval wall. Cross-sectional imaging identified the filter to be fractured. Medical records alleged that the filter was attempted to be removed at an outside hospital. The filter was removed using endobronchial forceps which were also used to removed the fractured filter limb. Based on the medical records the investigation can be confirmed for tilt, perforation, detached filter limb and difficult to remove. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Filter malposition. Filter tilt. It is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. It was reported approximately four years post filter deployment for preventative purposes, diagnostic imaging demonstrated a tilted filter with multiple limbs extending beyond the caval wall with two limbs perforating the aorta, and a detached filter limb. Prior unsuccessful filter removal attempt was performed at an outside hospital; therefore, the patient was scheduled for a second filter retrieval procedure. The right internal jugular vein was accessed and the filter and detached filter limb were removed successfully with the use of forceps. Hemostasis was achieved with manual compression. No additional information was provided in the medical records received.